Event description:
It was reported during the international stroke conference in 2008, a female patient presented with a stroke (date not disclosed). The lesion was reportedly 80.0% stenosed and was located in the basilar artery. The patient complication was reported as guidewire perforation of the basilar apex. The patient's outcome was listed as procedural death. No further details were disclosed.

Manufacturer narrative:
The literature presented at the conference can be found at the following url: http://stroke.ahajournals.org/cgi/content/full/38/3/881. This information was discovered by a boston scientific employee attending the international stroke conference in 2008. The study the physician presented was of a boston scientific device. The guide wire reportedly utilized during the study was a boston scientific device. No information provided had suggested a device malfunction. Boston scientific cannot conclusively determine the cause of the reported event.